Event description:
(B)(4). I was implanted with a medical device implant called essure in late 2008. This medical device implant is now manufactured by bayer, formally by conceptus inc. The onset of my complaint started on (B)(6) 2011. This is a list of my 62 side effects and symptoms that I have experienced due to essure: gynecological, etc: abdominal spasms, twitching, and fluttering, abnormal menses, bacterial vaginosis, bleeding between periods (metrorrhagia), breast pain and tenderness, cramping, discharge (with and without odor), excessive bleeding during period (menorrhagia), hot flashes, incontinence, itching, burning, stinging, stabbing of vaginal entrance (vulvodynia), long menstrual cycles (polymenorrhea), night sweats, painful intercourse (dyspareunia), painful ovulation (mittelschmerz), painful periods (dysmenorrhea), sharp, stabbing pelvic pain, urgent, frequent urination, uti (urinary tract infection) and bladder infections, yeast infections (candida), pain, all-over body aches and pain, back, joint, chest, leg, breast, neck, spine, hip, shoulder hand, feet pain, chronic pelvic pain. Gastrointestinal: bowel issues, heartburn, metallic taste in mouth, nausea, vomiting, gas, constipation, diarrhea. Neurological: mental health, anxiety attacks, blackout spells and fainting, brain shocks depression, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short-term memory loss), dizziness, headaches or migraines, mood swings, muscle weakness, nerve pain, numbness , numbness and tingling in extremities (hands and feet), numbness in thighs (meralgia parethetica), ringing in ears (pulsatile tinnitus), sensation of burning, stinging, tickling or prickling of skin (paresthesia) tingling sensations. Blood issues: unexplained and easy bruising. Autoimmune disorders: fibromyalgia, rheumatoid arthritis. Allergies/sensitivities: hives and rashes, medication sensitivities, skin irritation and itching. Heart issues: heart palpitations. Coils/device issues: coil migrations, missing coils. Others: dry skin, excessive sweating, extreme fatigue, gallbladder issues (removal), muscle spasms, numbness in jaws and lips, swelling of legs and feet, unexplained fevers, vision problems (floaters and blurred vision), weight issues (loss and gain). I have been seen by 7 doctors. I have been diagnosed with the following conditions: chronic cholecystitis, fibromyalgia, rheumatoid arthritis. I have had the following surgeries due to essure: cholecystectomy, tubal ligation. The essure devices are still inside of me.

Event description:
(B)(4). Due to side effects from the essure devices, I had another surgery: on monday, (B)(6) 2016, I had my uterus, cervix, and fallopian tubes removed along with the essure devices.